Event description:
It was reported that the customer's insulin pump delivered too much insulin. The site was changed and then there was not enough insulin being delivered. The blood glucose reading was over 33 mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.